Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Manufacture date - unknown.

Event description:
Information was received from (B)(6) hospital that 16 revision procedures of recap magnum hip prostheses have occurred for various reasons at various time frames. No further information has been received.